Manufacturer narrative:
This device is used for treatment not diagnosis. One battery ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed a controller power-up and associated motor start event logged on (B)(6) 2016. These events indicate that both power sources were disconnected from the controller. However, the battery ((B)(4)) was not in use during these events. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing.

Manufacturer narrative:
The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the site that the patient was switching from ac power to full battery power and experienced a double power disconnect. Patient claims that the battery in question was properly connected to the second controller port. No damage was noted to the battery or the controller. Battery issue could not be confirmed from log files. Coordinator pulled battery as a precaution. Battery was replaced and no consequence to the patient. Investigation is ongoing.